Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped insulin delivery at random times causing the customer to experience elevated blood glucose (bg) levels and ketones. Review of the pump data logs by tandem technical support showed that the pump shut off due to low battery power four times. The data logs showed that customer did not charge the pump frequently and the pump battery was depleting as expected. In addition, the low power alerts and a low power alarm had occurred prior to each shutdown and had not been addressed by the user by charging the device. Although requested, additional information regarding the customer's blood glucose levels were not provided.